Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The transducer was returned for a device evaluation which found the device was working as expected. The transducer passed all articulation requirements. The system has returned to service with no similar issues reported.

Event description:
It was reported the x8-2t transducer would not articulate while in use with an epiq 7c ultrasound system. The transducer was exchanged to complete the routine exam. There was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and found the dial control was not working as intended. The customer's immediate concerns were addressed by replacing the transducer.

Manufacturer narrative:
H11: initially it was reported the unique identifier # (UDI) was (B)(4); however, it is actually (B)(4).

Event description:
It was reported the x8-2t transducer would not articulate while in use with an epiq 7c ultrasound system. The transducer was exchanged to complete the routine exam. There was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and found the dial control was not working as intended. The customer's immediate concerns were addressed by replacing the transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.